Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient underwent a surgical procedure on (B)(6) 2007 and ams apogee and were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urodynamic stress incontinence with urethral hypermobility, vaginal vault prolapse. It was reported that following insertion the patient experienced urinary urgency, vaginal itching and recurrent urinary tract infections. It was reported that following insertion the patient experienced pain, urinary problems and vaginal scarring. No additional information was provided.